Event description:
The hcp reported the patient's catheter sheared at the lamina site. No further information was provided about this event. See MFR report # 6000030200200185 and 6000030200704636.

Manufacturer narrative:
.